Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the override system and the main board required replacement. To resolve the issue, the technician replaced the override system and main board, tested the unit, confirmed it to be operating according to specification, and returned to service. A 3-year complaint review has considered the reported event to be isolated. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their cmax x-ray surgical table did not respond to hand controls commands. The procedure was completed successfully on the same table. No report of injury or procedure delay.